Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis.

Event description:
It was reported that the ipg was replaced and therapy obtained post-surgery.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.